Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we cannot determine definitive cause of event.

Event description:
It was reported that patient underwent transforaminal lumbar interbody fusion at l3/4/5 on (B)(6) 2014. On an unknown date, post-op, neurological symptom was observed as cages backed out due to unsuccessful bone union. Revision surgery is scheduled.